Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type lead.

Event description:
Information was received from a healthcare provider (hcp) regarding patient with an implantable neurostimulator (ins). It was reported that the patient had their leads repositioned on (B)(6) 2017. During the surgery, the leads were moved down slightly and pulled to the right. The patient had good coverage after the procedure. It was reported that the patient¿s coverage went away and that their leads were in the same position. It was noted that the patient felt like the leads had moved, but they hadn¿t. It was reported that there was high impedance on one contact. A new lead was implanted in the patient on (B)(6) 2017. The patient had a reprogramming session on (B)(6) 2017. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.